Event description:
It was reported that the threaded distal tip of the screw driver collar sheared off during a case. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
The device was returned for investigation. Visual inspection confirms the tip has broken off. The failure appears to be the result of excessive force over repeated use. Review of the device history record indicates there were no issues during the manufacture of this product that would contribute to this complaint condition.